Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope experienced a no image issue. The issue occurred during preparation for an unspecified therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was caused by breakage of image sensor unit (including disconnection by stress of repeated use, external factors, or handling of the device), or that the components (including chip and capacitor), mounted on the electric circuit board, had a defect. Olympus will continue to monitor field performance for this device.